Manufacturer narrative:
Complained product will not be not available.

Event description:
Little tip of the metal part has broken off/tip has broken off and the the brush head now slips on and off - oral-b [device breakage] case narrative: consumer via phone stated that the little tip of the metal part on the oral-b toothbrush broke off. No injury was reported. 26-mar-2024 follow up via e-mail: the consumer reported that the tip broke off of the oral-b toothbrush and the oral-b toothbrush head slipped on and off. No injury was reported.